Event description:
Earlier this year I had some experiences where my abbott libre 3 plus continuous glucose monitor gave wildly inaccurate reading which led me to severely over/under correct my insulin dosages. I reported the issue to my physician, who did not take me seriously. I reported the issue to abbott, which politely treated me like a senile old fool with an overactive imagination. I now use an older glucometer to double-check abbott readings that I consider suspicious. All too frequently there is enough discrepancy that I am now very cautious about my insulin intake. Abbott has just announced a recall of some of their libre 3 sensors due to inaccurate readings. With "736 severe adverse events and 7 deaths potentially associated with this issue". My main concerns 1.) Based upon their recall announcement, I feel there is a possibility that the issue is more prevalent than they are reporting. I expect that many adverse events have gone unreported by patients or ignored by physicians. 2.) I believe that the nature of their recall announcement is not emphatic enough or thorough enough to reach at-risk people effectively. Lives have been lost and many more may be at risk. 3.) Medicare and pharmaceutical services have been paying a premium for the libre 3 glucose monitoring which appears to be faulty and sometimes ineffectual.